Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed battery out limit and unable to clear the alarm after insulin pump was exposed to pool water. Customer also reported that there is fluid under the insulin pump lcd display. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump was received with act and up buttons unresponsive due to corroded keypad traces. Pump had cracked case at display window corner, reservoir tube, reservoir tube lip, minor scratched display window and cracked display window. Moisture damage found on the lcd board.